Event description:
It was reported that this implantable pacemaker was explanted due to advisory/recall. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field f10 impact codes and h6 impact codes. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker was explanted due to advisory/recall. A new device was implanted. No additional adverse patient effects were reported.